Event description:
Case description: this serious spontaneous case from china was reported by a consumer as "novofine needle was broken in the abdomen(needle broken)" beginning on (B)(6) 2020, "novofine needle was broken in the abdomen(device fragment embedded)" beginning on (B)(6) 2020, "novofine needle was re-used 10 times(needle reusage)" with an unspecified onset date, and concerned a 70-year-old male patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "type 2 diabetes mellitus". Patient's height: 166 cm, patient's weight: 80 kg, patient's bmi: 29.032. Concomitant products included - sitagliptin, metformin it was reported that on (B)(6) 2020 novofine needle was broken in the abdomen during injection. The patient was informed to see a doctor in the surgical department.the patient went to see a doctor and did not find foreign matter after x-rays check. Patient was not hospitalised. The needle was re-used 10 times. The needle had been used for several days and patient has no abnormal feeling. The needle was bought from a local hospital. Batch number was not provided. The patient was already informed that the needle should be changed after each injection. Investigational results: name: novofine® 32g etw tip 0.23/0.25*6mm, batch: unknown, no investigation was possible, because neither sample nor batch number was available. References included: reference type: e2b company number, reference ID#: cn-novoprod-761732, reference notes: reference type: mw 3500a MFR. Rpt. #, reference ID#: 9681821-2020-00055, reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: on 11-dec-2020: the suspected device (novofine needle) has not been returned to novo nordisk for evaluation. Batch number was not available, so batch trend analysis not performed. With available limited information, it is not possible to identify a clear root-cause of the experienced adverse event. Patient was re-using the needle for 10 times which could have resulted in needle breakage and the resultant injury. Elderly age (70 years) of the patient is an additional risk factor for needle breakage. The reported fault could be related product handling error. H3 continued: evaluation summary: investigational results: name : novofine® 32g etw tip 0.23/0.25*6mm, batch : unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Novofine needle was broken in the abdomen [needle issue]. Novofine needle was broken in the abdomen [embedded device]. Novofine needle was re-used 10 times [multiple use of single-use product]. Case description: this serious spontaneous case from china was reported by a consumer as "novofine needle was broken in the abdomen(needle broken)" with an unspecified onset date, "novofine needle was broken in the abdomen(device fragment embedded)" with an unspecified onset date, "novofine needle was re-used 10 times(needle reusage)" with an unspecified onset date, and concerned a (B)(6) male patient who was treated with novofine 32g 6 mm (needle) from unknown start date for "type 2 diabetes mellitus", the patient's height, weight and body mass index were not reported. Dosage regimens: novofine 32g 6 mm: unk. Current condition: type 2 diabetes mellitus (for 17 years). It was reported that novofine needle was broken in the abdomen during injection. The patient was informed to see a doctor in the surgical department. The needle was re-used 10 times. The needle was bought from a local hospital. Batch number was not provided. The patient was already informed that the needle should be changed after each injection. No sample will be returned. Batch numbers: novofine 32g 6 mm: asku~ action taken to novofine 32g 6 mm was not reported. The outcome for the event "novofine needle was broken in the abdomen(needle broken)" was not reported. The outcome for the event "novofine needle was broken in the abdomen(device fragment embedded)" was not reported. The outcome for the event "novofine needle was re-used 10 times(needle reusage)" was not reported. In order to protect the safety of patient it will, in rare cases, be required to disassemble the medical device immediately in a way where it is not subsequently possible to reassemble it (e.g. Destructive testing or altering of the medical device). The disassembled medical device will be stored with the same retention period as other complaint samples".